Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1: date = (B)(6) 2009; inratio = >7.5; lab = 2.7. Patient 2: date = (B)(6) 2009; inratio = 5.6; inratio = 1.3 (different meter, same lot of strips).

Manufacturer narrative:
Investigation pending.